Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital and when hooked up to a vad (ventricular assist device) monitor, a yellow banner lvad fault alarm came across. Per floor nurse patient has not had any alarms since admission and numbers were within baseline. History was checked with no further alarms. Log file submitted for review; however, date/time was not set correctly when these logs were downloaded (it was showing the date (B)(6) 2021 when (B)(6) 2021 was when logs were sent. Went back and corrected/synched date/time. Submitted log file captured continuous left ventricular assist device (lvad) internal fault errors throughout the log in which these events were due to a communication issue with the memory chip on the lvad. This resulted in the fixed speed running at a default of 5000 rpms instead of the patient¿s fixed speed of 5600 rpm. The resolution to this issue is resetting the pump with a disconnect and reconnection of the driveline at the controller and be certain the patient can tolerate a pump stop. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported left ventricular assist device (lvad) fault alarms were confirmed via analysis of the submitted log files. A specific cause for these faults could not be conclusively determined through this evaluation. The account reported that lvad fault alarms appeared on the system monitor screen while the patient was admitted to the hospital. The patient had not had any other alarms since admission, and parameters were within baseline. No further alarms were noted. The submitted system controller event log file, contained data from (B)(6) 2021 to (B)(6) 2021. An lvad internal fault alarm was captured throughout the entirety of the log file and was associated with e2p_crc and eeprom_communication_error lvad fault flags, as well as e2p_crc, rtc, eeprom, and rtc_sw lvad live info flags. This communication issue resulted in the pump operating at the low speed limit of 5000 rpm. The pump otherwise appeared to operate as expected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.